Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2004 the patient submitted to a whole body bone scan and spect study of ls spine which reported to be consistent with the patient's known spinal fusion of l4 through s1 and laminectomy at l4 and l5. Minimally increased activity was noted at l4, ls and s1 posteriorly consistent with minor stress changes. No evidence of pseudoarthrosis was seen. It was reported that on (B)(6) 2004 the patient submitted to a lumbar myelogram due to persisting lower back pain, reported a technically successful lumbar myelogram performed at the l2-3 level. No focal areas of narrowing were seen. Nerve root sheaths are well opacified without definite cut-offs or truncation, there was no significant extrinsic compression on the thecal sac to suggest disk herniation. There were postsurgical changes of posterior fusion seen at the l4- s1 levels. No other gross abnormalities reported. A CT scan of lumbar spine was obtained that reported postoperative changes of a posterior fusion l4 through s1 levels and a minimal broad-based posterior disk bulge at l3-4. Overall, no central canal stenosis or neural foraminal narrowing was seen at any level of the lumbar spine. An incidental finding was an extension of the distal margin of the right-sided transpedicular screw at s1 beyond the anterior margin of s1 by approximately 8 mm. On (B)(6) 2004 the patient submitted to a fluoroscopically-guided blood patch procedure at the l2-3 level to alleviate persistent pain following a lumbar myelogram. On (B)(6) 2004 the patient was evaluated as an out-patient for continuing lumbar back pain with radicular symptoms and to discuss results of recent myelogram and MRI investigations. He had undergone a posterior lumbar interbody fusion at l4-5 and l5-s1 on (B)(6) 2002 (no documentation available). He was also noted to be status post ksi bone stimulator removal on (B)(6) 2002. After his prior fusion, attempts were made for conservative therapies. He continued to have significant pain and the decision was made that he was suitable for further surgery. On (B)(6) 2004, the patient was admitted to (B)(6) medical center and underwent an l3-4 laminectomy with l4-s1 posterior instrumentation removal and a l3-4 posterior lumbar interbody fusion with posterior instrumentation at l3-s1 with ebi bone stimulator. During surgery all the spinous processes at l3 and l4 were identified. The previous instrumentation was identified at l4-5 and l5-s1 and screws were unlocked and the previous rod was removed. The nuvasive system was used and when completed the areas were decorticated using rongeurs and cutting tool. The l3-4 space was cleared. Dissection was carried over the facet, over the l3-4, and the spinous areas were harvested for packing the cages. The laminas at l3 and l4 were thinned, and using 2 an 3 mm curettes, the laminectomies were performed, decompression was achieved. A 9 mm spacer was placed into the l3-4 interspace. 6.75 x 45 mm screws were placed the l3 pedicles bilaterally. The nuvasive system was used and 110 mm rods were contoured and locked in position with locking caps, and one medium connector was placed. After this was locked in position, good position was achieved. Intraoperative x-rays demonstrated good position confirming interbody fusion had been achieved. Bmp material was mixed with autologous bone and once posterolateral arthrodesis was achieved the autologous bone was placed in the lateral gutters. An ebi stimulator was placed in the lateral gutters, one lead on right and one lead on the left side. The stimulator was placed in a pocket on the right side. Wound closure was performed by layers. The patient progressed well post-operatively and was discharged on (B)(6) 2004 with oxycontin as his primary analgesic and percocet for breakthrough pain. On (B)(6) 2004, the patient underwent a lumbosacral x-ray that reported posterior fusion at l4, l5 and s1 using rods and interpedicular screws and prosthetic disks at l4-l5 and l5-sl, unchanged from previous examination. Vertebral alignment appeared well preserved. No fractures or loss of vertebral height was identified. On (B)(6) 2004 the patient underwent a lumbosacral x-ray that showed bilateral posterolateral fusion masses with bone stimulator wires and generator, and intervertebral disk spacers at l5-s1, l4-5, and l3-4. Alignment, vertebral body heights, and intervertebral disk spaces were unremarkable. No fracture no fractures were seen. During the period from (B)(6) 2004 the patient attended outpatient physical therapy six times. He had returned to work on (B)(6) 2005. During this time there was some improvement in his symptoms. He reduced his muscle relaxers to avoid drowsiness. His back pain remained fairly high. On (B)(6) 2005 the patient underwent a lumbosacral x-ray that revealed stable hardware without evidence of hardware failure. The lumbar vertebral bodies remained normal in height and alignment. The disk spaces above the fusion level were normal in height and were unchanged. There were no osseous destructive lesions demonstrated. During the period from (B)(6) 2005 the patient continued to attend outpatient physical therapy (six times). During this time it was noted that there was healing of the operative scar and improved patient mobility. On (B)(6) 2005 a tens unit was provided for pain relief which was returned on (B)(6) 2005 as not helpful. The back pain was reported as getting continually better. On (B)(6) 2005, (B)(6)2006. The patient underwent lumbosacral x-rays that showed that the position and alignment of the hardware and lumbar spine were stable. On (B)(6) 2006, the patient was seen in the clinic. He reported continuing back-pain which started (B)(6) 2006. He had stopped smoking for the previous 10 days and was anxious about his ability to resume work because of continuing pain. Medications included percocet, diazepam, oxycontin and nabumetone. He was noted to have impaired gait, impaired posture, and muscle guarding and appeared to be in pain. He was advised to resume limited work, 4hrs/day, increasing to 6hrs/day after 10 days and to receive guidance for correct body posture/mechanics, physical therapy/exercise. His physical therapy was completed on (B)(6) 2006 and his back pain was relatively unchanged at that time. On (B)(6) 2007 the patient underwent a lumbosacral x-ray that continued to show a stable l3 through s 1 posterior interbody fusion.